Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm, which appeared on the home choice (hc) during use. The home patient (hp) stated that she was still connected. The technical services representative (tsr) had the hp cycle power on machine to "press go to start" and had the hp disconnect and remove cassette from machine to discard supplies the tsr explained the alarm. The tsr advised the hp to contact their nurse. During a follow up with the home patient (hp) the hp stated that she realized when she was taking the supplies down what she had done wrong but could not recall what it was at the time of the call. The hp stated that she is no longer on peritoneal dialysis (pd) therapy but on hemo dialysis.